Manufacturer narrative:
Evaluation: hair cotter pin.

Event description:
It was reported by service report that the pump pedal was not working properly and it could not be pumped up. No patient involvement or adverse consequences are reported.